Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 4 weeks after implant. Reason stated was the improper iol power was implanted, no patient injury..

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 19.0 diopters. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol.